Manufacturer narrative:
The device history record for the reported lot number, 30213045, in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. An image was provided by user facility and the incident was confirmed. However, this seems to be a non-production related incident. Since per incident comments, the device was in use for an extended period of time (60-90 days); which, indicates that device did not show this defect at time of placement and the tube performed as intended, it is not possible to know the conditions that the device was exposed to in that period of time. The root cause of the reported issue has not been conclusively determined. All information reasonably known as of 14-feb-2023 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Event description:
It was reported "the probe has already begun to malfunction; it began to filter through tortuosities what is happening through the gastro." It was noted the device appears to have what looks like intestinal tissue migrating into the feeding tube channel. The tube itself has no report of any deficiencies, but there is definite foreign material in the tube channel. The patient was administered an extensive list of medications through the device. Additional information received 15-aug-2023 stated the patient was at home. The device was flushed with water 10cc before and after each use. The gastric-jejunal are both used. The device was not attached to suction. The event occurred gradually. There was no record of the patient undergoing any procedures previous to this incident. There was no record of separation of intestines. There was no record of any intestinal worms. The patient is reported to be an alert, conscious patient, oriented with sequelae of covid 19 by pulmonary fibrosis, with dependence on mechanical ventilation, persistence of gastroesophageal reflux, because he requires an advanced feeding tube to jejunum. That particular feeding tube had been in place for approximately 3-months. A new feeding tube was placed. Additionally, he patient has been presented with this same event on several occasions the feeding tube presented dilations and subsequent perforation that requires feeding tube change.

Manufacturer narrative:
H6 health effect - clinical code: foreign material in the tube channel. The actual complaint product was not returned for evaluation. A review of the device history record is in-progress. All information reasonably known as of 25-aug-2023 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury. H3 other text: device not returned.